Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined that the reported balloon rupture was due to case circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous and heavily calcified distal iliac artery that had 70% stenosis. A 6.0 x 40 mm armada 35 balloon catheter was being pressurized for the first time when the balloon ruptured at 4 atmospheres. The balloon ruptured radially and could not be removed through the 6f sheath so the sheath and balloon were removed as a single unit. The sheath was replaced with a new one to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.